Event description:
It was reported that during an outpatient appointment, a nurse allegedly found a break in the tubing of a huber safestep huber needle set that was in use to access a patients ivad. Supposedly, the break was located right at the point where the flexible tubing meets the hard plastic of the luer lock end. The presence of the break was first evidenced by the presence of blood backing up the tubing of the extension set that was observed by mom on june 3 at approximately 2300h and further evidenced by a moderately sized wet area on the surface of the patients bed the next morning. At the time of the break, the patient was infusing blinatumomab as part of an experimental treatment. The patient is a toddler and is known to be quite active. The tubing of the huber needle was stabilized with a grip-lok device on the patient's abdomen. The tubing was stabilized roughly half way between the luer lock end and the actual needle. The region of the tubing where the break had occurred had been wrapped with tape. This had been done be a nurse who had previously dealt with a break in the needle set in the same region noted above. They had decided to tape this region in an attempt to prevent the break from happening again. The tape had prevented mom from noticing the break at home. The nurse who found the break in hospital only found it once the tape had been taken down. The huber needle set had been in use on this patient since (B)(6).

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) of asdyf019 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in canada.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asdyf019 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that during an outpatient appointment, a nurse allegedly found a break in the tubing of a huber safestep huber needle set that was in use to access a patients ivad. Supposedly, the break was located right at the point where the flexible tubing meets the hard plastic of the luer lock end. The presence of the break was first evidenced by the presence of blood backing up the tubing of the extension set that was observed by mom on (B)(6) at approximately 2300h and further evidenced by a moderately sized wet area on the surface of the patients bed the next morning. At the time of the break, the patient was infusing blinatumomab as part of an experimental treatment. The patient is a toddler and is known to be quite active. The tubing of the huber needle was stabilized with a grip-lok device on the patient's abdomen. The tubing was stabilized roughly half way between the luer lock end and the actual needle. The region of the tubing where the break had occurred had been wrapped with tape. This had been done be a nurse who had previously dealt with a break in the needle set in the same region noted above. They had decided to tape this region in an attempt to prevent the break from happening again. The tape had prevented mom from noticing the break at home. The nurse who found the break in hospital only found it once the tape had been taken down. The huber needle set had been in use on this patient since friday, (B)(6).